Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted; however several of the device's attributes were deformed and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. In addition, the research and development team performed a visual and macroscopic examination which revealed pitting and wear on the proximal articulating areas of the insert. This was likely caused by the presence of third body debris in the articulation zone. There was also damage on the distal surface of the insert. This damage on the posterior surface of the insert most likely indicates that it was riding on top of the tibial base plate. The anterior lock may not have been fully seated. Deformation was also observed on the post. The insert failed due to disassociation, which may be due to the insert never being fully locked. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed due to pain.